Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in the operating room, the pump was at a speed of 3800 revolutions per minute when the lvad showed a flow of 0 lpm and needed to be restarted via the system monitor. The system monitor displayed a driveline power fault with no option to clear it under the alarms tab. Under the admin tab on the system monitor, fuse a status showed as failed and a modular cable and system controller exchange was performed in the operating room without issue. A review of the log files found pulsatility index (pi) events on (B)(6) 2022 from 8:09:33 to 9:32:18. On (B)(6) 2022, the patient passed away due to end stage heart failure. Related MFR report #: 2916596-2022-13420, 2916596-2022-13042.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop and a driveline power fault/open fuse a alarm after pump was restarted can be confirmed based on the information recorded in the event log file retrieved from the returned system controller serial number (B)(6) . The data contained in the event log file revealed that the controller¿s clock was synchronized on august 12, at 16:25. The system operated at 4800 rpm (low speed 4400 rpm) with a backup battery not installed alarm being active and intermittent low flow alarms until 16:35 when the speed was adjusted from 4800 rpm to 4000 rpm (the low speed remained at 4400 rpm) which triggered a low speed advisory alarm in addition to the backup battery not installed and low flow alarms. Five minutes later (4:40 pm) the speed was adjusted to 3000 rpm (the low speed limit remained at 4400 rpm) and at 16:41 the speed was adjusted to 3800 rpm. At 16 (h): 42 (min): 29 (sec) the silence alarm button pressed command was recorded which disabled the previously activated extended alarm silence. The silence alarm button pressed command was also recorded at 16 (h): 42(min): 31(sec); 16(h):42(min):46(sec); 16(h):43(min):10(sec) and 16(h):45(min):13(sec). The data captured at 16(h):45(min):43(sec) pm revealed that suddenly fuse a became open and the pump stopped. The pump did not automatically restart due to the set speed being below 4000rpm, which is intended by design. At 16(h):45(min):45(sec) the silence alarm button pressed command was recorded (which suggested that the alarm was silenced via the system monitor). At 16(h):46min:27sec, the pump start button was pressed on the system monitor (indicated by an actual operating mode event) and the pump initiated operation at 3800 rpm 3 seconds later with an active driveline power fault/open fuse a alarm (16(h):46(min):30(sec)). The total pump off time was 47 seconds. The remaining data revealed that the speed was adjusted several times (from 4000 rpm to 5000 rpm) and operated at the desired set speed with driveline power fault, backup battery not installed and intermittent low flow alarms until 18:09 when the driveline was disconnected. It should be noted that the last 30 minutes (17:39 -18:09) revealed the flow stabilized around 3.3 lpm. An additional log files retrieved from the replacement system controller (B)(6) was reviewed. The event log file contained data captured on august 15, 2022, from 8:07 to 9:32. The system maintained the set speed of 6000 rpm with no interruptions below the low speed limit of 5400 rpm, the recorded average flow was between 5.0-5.5 lpm. The periodic log file contained data recorded from august 12 to august 15, 2022 where normal operation was recorded. The evaluation of the returned system controller (B)(6) confirmed an active controller fault alarm (audio and visual) when connected to a test power module/system monitor. Once the test pump/driveline was connected to the system controller, the test system monitor displayed a driveline power fault alarm. The review of the system controller information screen confirmed the fuse a was open. The open fuse did not prevent the system controller from operating the test pump and the system operated at the set speed with a driveline power fault alarm being active. The system controller was disassembled, and visual inspection of the internal parts was unremarkable. The open fuse was replaced, the system controller was reconnected to the test equipment and the system operated at the set speed with no active alarms. A full functional test was performed after the fuse replacement and the system controller passed all test steps. In conclusion, the reported events were confirmed based on the data captured in the log file retrieved form the returned system controller; however, the specific root cause for these events was not able to be conclusively determined. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use under section 4 ¿system monitor¿ informs the user that ¿under the following conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button: the fixed speed setting is below 4,000 rpm. And the system controller¿s backup battery is not installed. If the pump stops because the driveline is disconnected from the system controller, the pump restarts at the previously set speed when the driveline is reconnected, if: the fixed speed setting is at least 4,000 rpm. Or the system controller¿s backup battery is installed and any button is pushed on the system controller. Heartmate 3 instructions for use under section 2 ¿system operations¿ cautions the user that ¿damage to the redundant electrical wires inside the driveline can occur that is not visible to the user. Signs of driveline damage include (but are not limited to): the system controller alarming when the driveline is moved or when the patient changes position. Driveline power fault or driveline communication fault yellow wrench and audio alarm. Fluid oozing from the external portion of the pump cable. Pump stoppage. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right ventricle became dilated after the lvad stopped, and after the lvad resumed function the right ventricle continued to struggle and an rvad was placed.